Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that this was a software issue. The medtronic representative reinstalled the image acquisition system (ias) software which resolved the issue. The system's logs were sent to the manufacturer for analysis. A successful system checkout was performed which verified that the issue had been resolved. A software investigation was conducted to analyze the system logs where it was determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that the imaging system was not turning on. Additionally the pendent displayed "system booting please wait" for over 20 min. The site rebooted the image acquisition system (ias) once and saw the same message. No patient was present during the time of the reported incident.